Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient arrived to the emergency department after feeling tired over the past 5 days. Patient was admitted on (B)(6) 2020. Patient complained that driveline site was painful to touch. Patient came in for driveline drainage and was tested positive for coronavirus hku1. Plan of care to take doxycycline every 12 hours for 14 days and guaifenesin twice a day. Patient was discharged (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information.

Event description:
Viral panel polymerase chain reaction showed positive for coronavirus hku1. Culture was sent to labs and was found for gram positive. Patient was also found to have a respiratory infection.